Event description:
During a standard treatment, while working on tooth #37 the patient's tongue was burned. On (B)(6) 2012 20:37:03 (B)(6). On (B)(6) 2012 - I spoke with (B)(6) from office. Today while working on tooth # 37, the patient's tongue was burned. She thinks it is smaller than a dime, but doctor is going to email me a photo of the burn that I will attach once received. Patient is female age (B)(6). (B)(6) is not sure if ointment or medication was given to the patient. The doctor is now gone for the day. (B)(6) will call me back with that information. Office does not have the safe drive equipment. They do use the quattrocare for maintenance. (B)(6) mentioned about 3 months ago with this same handpiece a patient complained it was getting hot, but did not urn the patient. They put handpiece in a drawer and eventually put it back into circulation. It did not show any signs of problem again until today. We discussed the possibilities why a handpiece can overheat. Such as a dented head, water clog, handpiece used as a cheek retractor, not sufficient maintenance, and routine service/repairs not being performed. I suggested a 2 year service check on handpieces, but mentioned it is dependent on handpiece usage.

Manufacturer narrative:
During a standard treatment, while working on tooth #37 the patient's tongue was burned. Based on the picture provided, the burn is smaller than a dime. The product was not send in for evaluation yet. Upon receipt of the hand piece a evaluation will be completed and a follow up report will be sent. Based on experience, such burns are usually caused by using the hand piece as retractor or the hand piece has a damage, dent etc. The user instruction requires a visual and functional inspection prior to each treatment. Further, does the user instruction remark the avoidance to contact soft tissue (e.g. Tongue, cheek etc.) Reported due to the 2 year presumption rule.